Event description:
(B)(6) study. It was reported that complete heart block occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given at the time of index procedure and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 300mg clopidogrel. A lotus introducer sheath was placed and a 25 mm lotus edge valve was implanted successfully. Successful repositioning of the 25 mm lotus edge valve involved partial re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post deployment of the 25 mm lotus edge valve, subject developed complete heart block requiring temporary pacing. Electrocardiogram (ECG) post procedure, revealed ventricular paced rhythm with occasional and consecutive premature ventricular complexes. Electrophysiology was consulted and permanent pacemaker was recommended due to complete heart block. One (1) day post index procedure, a new dual chamber boston scientific permanent pacemaker was implanted successfully. Post procedure/discharge transthoracic echocardiogram revealed aortic valve area of 2.7 cm^2. Mean aortic pressure gradient of 9 mmhg and the left ventricular ejection fraction was 54%. No aortic regurgitation was noted. At the time of reporting, the event was considered not recovered.